Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient¿s cardiopulmonary arrest and subsequent hospitalization and diagnosis of encephalopathy and hemodialysis (hd) treatment on the fresenius 2008t machine as the patient coded at the start of her second hd treatment at the clinic. There is no documentation to show a causal relationship between the adverse event and the 2008t machine. Additionally, there is no allegation of a machine malfunction related to the adverse event. The patient had multiple comorbidities that could have contributed to the cardiopulmonary arrest. The cause of the encephalopathy is unknown as the patient was transitioned to palliative care prior to any CT scan. Based on available information the cause of the event cannot be confirmed.

Event description:
A hemodialysis nurse reported at the beginning of a scheduled hemodialysis (hd) treatment (2nd hd treatment at the clinic), just as the blood reached the dialyzer, the patient went into cardiopulmonary arrest. The patient was resuscitated and transported to the hospital via emergency medical services (ems). The patient had coded at the start of hd treatment and was treated with cardiopulmonary resuscitation (CPR) for approximately six minutes. The patient received 2mg epinephrine intravenously (IV) and sodium bicarbonate 1 amp IV. Respirations were assisted by bag valve mask and nasal trumpet was inserted. The patient was reportedly being treated for hyperkalemia (lab values and treatment unknown). Per ems the initial cardiac rhythm was unknown. The patient had return of spontaneous circulation (rosc). In the ER the patient presented ill-appearing and moaning incomprehensible. The patient could move all extremities but could not follow all commands. The patient score on the glasgow coma scale was 10 (moderate brain injury). The patient¿s electrocardiogram (ECG) showed atrial fibrillation, right bundle branch block (rbbb) and left posterior fascicular block. Repolarization was abnormal suggesting ischemia. The patient¿s daughter and the nursing home confirmed that the patient is do not resuscitate (dnr) and the family requested comfort measures only. The patient was transitioned to the palliative care team. A computed tomography (CT) scan of the brain was canceled by the palliative care team. The patient was to be kept overnight and palliative care was attempting to move the patient to hospice care. The patient diagnosis was cardiopulmonary arrest and encephalopathy from possibility of anoxic brain injury, intracranial bleed or stroke. Per the medical records the patient was discharged (B)(6) 2018. Additional information was provided by the hd center manager who stated that the patient withdrew from hd therapy and moved to hospice. The disposition of the patient is unknown.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.